Manufacturer narrative:
Analysis found a complete lead was received, the reported complaint of dislodgement and loss of capture could not be confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell out of bed and landing on his shoulder dislodging both leads. The patient presented in clinic with both leads exhibiting loss of capture. The chest x-ray confirmed that both lead were dislodged. On (B)(6) 2018 the physician attempted to reposition however there were difficulties with the helix became bound and would not advance, the leads were explanted and replaced successfully. The patient was asymptomatic,did not experience any adverse consequence and the patient was stable in the recovering room.